Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged upon removal from pump. Customer's blood glucose was 101 mg/dl. Reportedly, customer was able to remove and load a new cartridge successfully,